Event description:
It was reported that, the ventilator graphic user interface (gui) display went blank. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), and the software was upgraded to the current revision, which resolved the issue. The unit passed all tests and calibrations, and it was operating within the manufacturing specifications.

Manufacturer narrative:
Covidien reference: (B)(4). The (B)(4) service provider notified covidien (B)(4) tech service on (B)(4) 2015 of a complaint with limited information. They then reported new information on (B)(4) 2015. The new information was that the ventilator had a blank display and this is what made the complaint reportable. The initial MDR was sent on (B)(4) 2015 stating that the covidien notification date was (B)(4) 2015. This date should have been (B)(4) 2015, the date covidien was notified about the blank display. The previous MDR was not a late report.